Event description:
Physician contacted technical solutions to request a walk-through of a catheter dye study. Physician reported that they were performing the dye study due to a lack of pain relief felt by the patient, even as their daily dose was continually increased. A volume discrepancy was reportedly observed where 7.74ml was expected and 14ml was pulled. At a later date, another volume discrepancy was observed where 5ml was expected and 15ml was pulled. The patient had not had any recent MRI's, falls, or accidents to the physician's knowledge. When the physician entered the cap during the dye study, they were able to aspirate 2mls total of brownish liquid. They reported that it took a great deal of effort to aspirate from the cap with their 10cc syringe. While injecting the dye, they were able to visualize a break in the catheter before it reached the intrathecal space. It is believed that this is the reason for the lack of pain relief and the brownish color of the fluid that they had aspirated from the cap.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, catheter breaks and tears are known possible risks of use of the device. Supplemental MDR will be sent when information regarding scheduled catheter revision is obtained. Internal complaint number: (B)(4).